Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: review of the black box data revealed consecutive power on reset events recorded on (B)(6) 2016. There were no unusual alarms or warnings recorded in the black box data. A battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. On investigation, the pump powered on normally to the verify screen. Ez-prime was correctly performed. There were no errors, alarms or warnings during the investigation. The pump was exercised and determined to be operating within the required specifications without malfunction. Investigation did not confirm or duplicate the unusual issue complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the pump powers on normally but will not progress past the verify screen. The reporter stated that the pump does not emit any alarms. The pump is able to be rebooted and emits the appropriate audio tones at start up. The pump reportedly is ticking like a clock. The pump does not lose power. There was no alleged adverse physical event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.